Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report hearing strange noise from the defibrillator. Follow up was conducted at the patient¿s clinic. Follow up indicated the patient received multiple shocks due to fracture on the right ventricular (rv) lead. There was high/undefined impedance and noise on the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the lead integrity alert (lia) was triggered and high threshold on the rv lead.